Manufacturer narrative:
The devices reportedly implanted together in this case (bhr acetabular cup, finsbury adept modular femoral head, and zimmer cpt femoral stem) were implanted in an off-label manner. The smith & nephew bhr acetabular cup is approved only for use with smith & nephew (B)(4) hip femoral heads.

Event description:
It was reported that a revision hip surgery was performed due to an adverse reaction to metal debris.the bhr acetabular cup involved was implanted on (B)(6) 2003, and the finsbury adept modular head and zimmer cpt femoral stem were reportedly implanted on (B)(6) 2008.